Event description:
The dealer states that over time, the foot plates and the lower extension arm are weak and they are pointing towards the ground with his feet sliding off of the foot plates. The dealer has no further information to provided.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.